Event description:
Procedure type: lap appendectomy. According to the rptr: during the procedure, the endo gia stapler popped when fired. The stapling device was then opened and was removed from the field and the operative field was examined. There were several loose staples present. Examination of the suture line was intact. The decision was then made to covert to an open procedure. The staples that were loose at the suture line were removed and it did not appear that those staples were bent down in the usual fashion. Those staples were debrided from the cecum. There was no reinforcement material used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).